Event description:
Per ivc filter retrieval (filter retrieval), dated (B)(6) 2015, "cavagram, demonstrated the ivc filter. It appeared to be non-tilted and positioned fairly centrally within the infrarenal vena cava.one of the stent struts of the ivc filter had, in fact, eroded into his vertebral body. There was no other explainable source of his back pain. Repeat cavagram, demonstrated a patent cava without any evidence of contrast extravasation."

Manufacturer narrative:
Corrected data: b1, b2, h1. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Per quality engineering review, the additional information provided for this complaint does not change the previous investigation conclusion. Therefore, no new investigation activities will be conducted at this time. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred. Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113.

Manufacturer narrative:
Exemption number e2016032. (B)(4). Name and address for importer site: (B)(4). Corrected data based on new information received: adverse event and product problem to product problem. The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
This additional information received on 08/17/2017 as follows: patient received an implant on (B)(6) 2008 via the right common femoral vein due to deep vein thrombosis, and risk for pulmonary embolism. Patient is alleging vena cava perforation, back pain. Alleged retrieval occurred in (B)(6) 2015.

Manufacturer narrative:
Manufacturers ref# (B)(4). Exemption number e2016032. (B)(4). It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating 'celect - vena cava perforation, back pain'. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. There is a current debate in the published scientific literature on a differentiation between ivc wall perforation with and without clinical sequelae. E.g. Filter legs may be outside the contrast lumen on imaging without actually perforating the ivc wall (known as tenting) and with no clinical sequelae. In contrast, perforation of adjacent organs is reported with clinical sequelae. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). D4) catalag# igtcfs-65-fem-celect-perm. G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. G5) 510(k) could be either k061815 or k073374. (B)(4). Investigation is still in progress.

Event description:
Description of event according to initial reporter: it is alleged that "[pt] received a celect filter on (B)(6) 2008". It is alleged that "leads perforated the ivc wall and that device caused excruciating back pain for period of years until device removed. Alleged date of retrieval: (B)(6) 2015. Patient outcome: it is alleged that "symptoms completely resolved upon retrieval".